Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unspecified immune system problem, necrosis, other-medical.

Event description:
Patient reported right side via sus voluntary medwatch (mw5164571) and (mw5164570) "was diagnosed with pyoderma gangrenosum in 2013. In 2019, had my smooth saline breast implants removed and started healing and have been in remission since." Device has been explanted.